Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperatively, at the fascial closure on an open hernia repair, the thread broke in the middle with intact knot. A postoperative hernia repair was done to resolve the issue.